Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Pet owner reported high glucose levels. He called to inquire about the needles, wanted to know which needle would be the best for his cat. Consumer is using pen needles to administer 2-3 units of insulin, he stated that his cat's glucose level has been elevated but he is not having an issue with the needles. Consumer stated that the pen works fine during priming and during the injection. He has not noticed any leakage at the injection site. He said he contacted the vet and he was told to call us to determine the best needle to use. I advised consumer that we are not medical professionals and cannot offer recommendations. Lot #: 3038614 catalog #: 320550 date of event: unknown samples: discarded.

Manufacturer narrative:
H3 other text : device not available.